Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced nausea. At some point, the cgm was reading 61 mg/dl. The patient was brought by ambulance to the emergency department (ed) because the glucose was down to 40 mg/dl. The patient was treated with oral glucose and IV fluid. Dextrose is also mentioned. Of note, the patient was advised to drink a lot of orange juice and to take glucose gel by mouth (no specific amount) whenever her blood glucose is below 60-70 mg/dl. At some point during the event, the bg was reportedly 120 mg/dl. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.